Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient had a motor vehicle accident (mva) not a manual vacuum aspiration. The cause of the increased pain was determined to be the catheter not being patent. Actions/interventions taken included replacing the catheter. It was further reported that the increased pain and the negative dye study had resolved. The cause of the negative dye study was not determined. The rep also indicated that the catheters had not been returned since the customer had discarded them.

Manufacturer narrative:
Concomitant medical product: product ID 8709sc lot# n237666001, implanted: (B)(6) 2010 product type catheter product ID 8578 lot# hg12d3002, implanted: (B)(6) 2016 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n237666001; product ID: 8578, serial/lot #: (B)(6), ubd: 26-may-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that they reported having a minor manual vacuum aspiration (mva) on (B)(6) 2024 and ever since she has experienced an increase in pain. The pump was tilted in the pocket. A dye study aspiration was negative on (B)(6) 2024. Action: a revision surgery was scheduled. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved.